Manufacturer narrative:
The device has not been returned for evaluation. No radiographs have been received confirming the event. No revision is planned. Patient is asymptomatic and will continue to be monitored by surgeon . Root cause has not been determined and no conclusion can be drawn at this time. Left in-situ.

Event description:
On (B)(6) 2016 a (B)(6) year old female, (B)(6) pounds underwent an xlif corpectomy procedure at l3 with posterior fixation with no noted issues. During a later follow up visit radiographs showed two rostral screws backed out of the locking mechanism 2-3mm. The patient is asymptomatic.